Event description:
It was reported that the pump displayed a cassette not attached alarm, despite the cassette being properly latched. The event occurred during power on. There was no patient involvement or harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock flex sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock flex sensor was replaced and the device passed all testing.